Event description:
It was reported that during a da vinci si cholecystectomy procedure, the customer noted that plastic coding on shaft was peeling on the monopolar cautery single site instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube insulation was damaged at the distal end. Insulation was found with gouges marks on one side and it also exhibited sections lifted up ranging from 0.580 and 2.38 above the distal tip. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage if to reoccur could cause or contribute to an adverse event.